Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the doctor called to report that his patient had the artificial urinary sphincter (aus) implanted approximately 1.5 years ago. The dr. Stated that the patient reported a sudden onset of acute incontinence and upon computerized tomography (CT) scan it was noted that the reservoir was empty. The dr. Asked if only the reservoir could be replaced, patient services specialist let him know that he recommendation was to replace the entire system due to the fact that it is uncertain where the leak occurred and the system could have been contaminated with body fluid is there is a hole in the system. The dr. Will talk with the patient to make next steps decisions.

Manufacturer narrative:
B3: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported fluid leak cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the doctor called to report that his patient had the artificial urinary sphincter (aus) implanted approximately 1.5 years ago. The dr. Stated that the patient reported a sudden onset of acute incontinence and upon computerized tomography (CT) scan it was noted that the reservoir was empty. The dr. Asked if only the reservoir could be replaced, patient services specialist let him know that he recommendation was to replace the entire system due to the fact that it is uncertain where the leak occurred and the system could have been contaminated with body fluid is there is a hole in the system. A revision surgery was performed and it was determined that the aus system had a hole at an unknown location. The patient refused to have a cuff replacement because he did not want the perennial incision again. Therefore, only the balloon and pump were replaced.